Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The unit was tested to confirm the issue. The fse replaced the power management pcb (0670-00-1162). The iabp was returned to the department and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions in initial reporter name and address: telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump unit battery could not be charged . There was no patient involvement and no patient harm reported.